Manufacturer narrative:
It was reported that the total care bed's p500 mattress has a hollow area in the buttock area, and the patient's preexisting pressure injuries are getting worse. Details of the injury including the severity of the injury and medical intervention provided were not reported. An attempt to obtain additional details regarding the event was unsuccessful. The totalcare bed is intended to provide patient support in health care environments. It is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure injury, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The p500 surface is intended to provide patient support in a healthcare setting. The device's control unit supplies pressure redistribution to the surface. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The inspection of the device and verification of the surface's pressures by a hillrom technician found the bed and the surface to be working as designed. However, the severity of the reported worsening of pressure injuries could not be determined, therefore hillrom is conservatively reporting this event.

Event description:
Hillrom received a report from a hillrom technician stating the mattress in the buttocks area had alternate pressure, and patient with pressure ulcers was weighing no more than 70 kilograms whose condition was getting worse. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).